Event description:
Ous MDR - one day after the implantation, loss of capture was reported. Radiology could not find any dislodgements. During the subsequent revision on 17 december, the lead placement was adjusted. After connecting twice to the pacemaker, another loss of capture was observed. The lead was then exchanged. After connection of the new lead with the pacemaker, loss of capture was reported again. The physician decided the also exchange the pacemaker. This device was returned for analysis.

Manufacturer narrative:
The lead and the pacemaker were returned for analysis. First, the production process of these devices was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were noticed in the insulation, which are probably a result of the operation procedure. Blood had entered the lead at this site. The analysis did not show any other deviations that could be related to the clinical complaint. The measured electrical measurement values are within specifications. The fixation shows no anomalies. The pacemaker also underwent a visual analysis. The connection system of the device, in particular, was examined. The screws and the spring elements of the lead connections were normal. Leads inserted as a trial could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. Next, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior.the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was proper. The impedance measurement functions were checked and showed no anomalies that could be related to the clinical observation. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. The device was capable to provide therapy without restrictions. Summary: the pacemaker is ok and within specifications both in regard to the connection system and the electronics. The analysis of both the lead and the pacemaker did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.